Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted 12.6 mm vicmo12.6, -12.0 diopter, implantable collamer lens in patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens on (B)(6) 2017 and the problem was resolved.

Manufacturer narrative:
Previous report statement "single-use device was reprocessed and reused on a patient" is incorrect. (B)(4).

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. Visual inspection found the lens haptic slightly bent and clear residue on the lens. (B)(4).